Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 513 mg/dl. The customer indicated that their reservoir was changed recently and may have caused the high blood glucose. Troubleshooting found that the customer will change their entire set and will call back if that does not resolve the issue.